Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 18-2800 delta c-taper head 28mm +0 lot 82386403. 17-0000e ti sleeve for alumina head implanted lot 5y854r. 2030-6545-1 6.5 cancellous bone screw 45mm lot 5x5xvw. 2030-6530-1 6.5 cancellous bone screw 30mm lot yv8x75. 2030-6525-1 6.5 cancellous bone screw 25mm lot jk3dt5. 6276-7-016 mod con dist stem 16 x 155 mm lot caxy814d. 6276-1-019 19mm mod rev hip body/bolt stdcomponent level 9006-1-019 lot 77264902. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right hip was revised due to infection. A head and liner exchange were done. Rep confirmed that no further information will be released by the hospital or surgeon.